Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Explantation due to electrode migration.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a partial post-operative migration of the active electrode out of cochlea. In addition a complete insertion of the electrode array was not achieved at implantation surgery with one channel remaining extra-cochlear. This is a final report.

Event description:
Explantation due to electrode migration. As per the explant report 6 electrodes were found extra-cochlear. The user has been re-implanted.